Event description:
A multicenter retrospective analysis of 847 pts receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, uni-lateral lumbar root decompression. On event date, the pt underwent a primary right l5-s1 spinal root decompression. On event date, the pt presented with prolonged postop back pain. The investigator noted the event as mild in intensity. Physical therapy instituted the end of 10/00. Too soon to tell if improvement. The outcome of the event is continuing with treatment. The investigator noted this event as possibly related to the admin of adcon-l. The investigator noted a possible explanation for the event as an individual pain tolerance/preop pain.